Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician reported that the ultrafiltration (uf) pump did not initiate when the treatment clock initiated. There were no uf related alarms. The charge nurse stated that he uf did not turned on at all during treatment. The uf foal and treatment time were not adjusted. The correct amount of fluid was not removed from the patient, and the patient required extra treatment. The patient did not meet the post weight goal. The same scale was used for pre and post weight. The patient did not eat or drink at all during treatment and no additional fluids were provided to the patient. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event. Per the nurse, the machine was returned to service. It was unknown if any parts were replaced or machine repairs made.